Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, the first few pins of the reload popped out of the reload and the stapler couldn¿t continue firing. The product was replaced to resolve the issue. There was no patient injury.